Event description:
Additional information received reported that it was unknown if the cause of the impedance issue was determined. The cause of the muscle spasm was not determined and was not device related. The spasms were independent of weather the stimulator was on or off. Actions taken to mitigate or resolve the event was reprogramming. The patient recovered without permanent impairment.

Event description:
It was reported that the manufacturer representative was at the emergency room (ER) seeing a spinal cord stimulator (scs) patient. The patient was having muscle spasms shooting through their neck on the left side. It started to occur when the patient was getting out of the shower. The lead was in the cervical area. There were no falls or traumas. Per x-ray and CT, there was no lead migration visible. The patient had the spasms even if stimulation was shut off. All pairs with #3 electrode were greater than 20,000 ohms while all other pains were normal range, between 400-700 ohms. The patient was not using #3 in programming. The cause of the patient's symptoms was undetermined but thought to be unrelated to the stimulator. The impedance issues were also undetermined. The patient's status at the time of the report was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).